Manufacturer narrative:
Approximate age of device is 2 days. The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt suffered a probable ischemic stroke the morning of (B)(6) 2014. No movement of extremities on left side noted, but no evidence of stroke on CT scan. Pt is now moving extremities on left weakly, able to say one-word answers, oriented, and extubated. Doctor states "stroke is fully recovered". Upon doing tee on (B)(6) 2014, md did note a small thrombus on porcine aortic valve replacement done in 2012. Heparin was initiated immediately after this was discovered. Medical management and observation of stroke symptoms at this point.